Event description:
A neurology office reported that they had a vns patient who had their lead replaced for a lead break. A break was not visualized in the o.r and it was not demonstrated on the pre-op x-rays. They were not aware of any event that may have attributed to this issue. Good faith attempts are underway for the explanted lead to be returned for analysis.

Event description:
The patient's explanted lead was discarded therefore will not be returned for analysis.

Event description:
X-ray results were provided for the patient that changes what was originally reported. Their x-rays were not sent to the manufacture for review. The x-ray report read that on the lateral view of the chest there is a fracture in the wire of the more cephalad vagal nerve stimulator lead. It is about 15 mm from the actual lead contacting the nerve. No acute pathology is seen in the rest of the soft tissue neck. No further information has been received at this time.

Manufacturer narrative:
Describe event or problem :corrected data.: x-ray results for this patient.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.